Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaw boot insulations had burnt and melted from the tri-heater assembly (lifted away from the jaw). The c-ring scope washer tubing and a portion of the blunt tip of the cannula was also melted. The activation switch was set in the middle. Based upon the condition of the jaw boots and blunt tip, the reported failure was confirmed. There was an attempt to open and close the jaws with the activation togglem, but the jaws were locked in position from the melted components. Resistance measurements were within specification. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro was plugged in and placed on the table before use while staff completed the dissection portion of the procedure. The jaws started smoking, melting and the tip had flame. Staff unplugged the device and removed from the area. The physician assistant was not sure if the toggle was in the "off" or "on" position. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. The device never came in contact with the pt. They follow the recommended IFU sterilization methods for the hemopro cable but they do not discard the cables after 20 sterilization cycles as also recommended by the IFU.